Event description:
It was reported that the customer passed out for at least two and a half hours and the ambulance was called on 01/18/2015. She was taken to the hospital where they checked her head and checked to see if her knee was broken. Her blood glucose level was around 20 mg/dl. The customer was bruised. She kept her insulin pump on, ate half a turkey sandwich, and was given IV. Her insulin pump alarmed her constantly. Her sensor glucose reading was 55 mg/dl but her blood glucose level was 90 mg/dl. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.